Manufacturer narrative:
The complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum during a duodenal stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent prematurely deployed inside the patient and not in the intended location. The fully deployed stent was removed from the patient and the procedure was completed with another wallflex duodenal stent. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.